Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer also states that they haven't been hospitalized for diabetes related reason. The blood glucose reading is 107 mg/dl. Nothing further reported.